Event description:
Per the clinic, the patient experienced dislodgement of the internal magnet subsequent to sustaining a head injury on (B)(6), 2013.surgery to place the magnet back into proper position has been completed on (B)(6), 2013.

Manufacturer narrative:
(B)(4): implanted device remains.